Event description:
The threads peeled on a 4.5 cannulated screw partially threaded. The doctor did a power insertion with no tap on a fifth metatarsal jones fracture. The doctor was able to retrieve all of the scre. The procedure was completed using another 4.5mm cannulated screw.